Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2015 with the following findings: the black box shows evidence of por events, returned battery/cartridge cap were used during investigation. The battery compartment/cap are undamaged and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation, unable to duplicate ¿no power¿ complaint. The pump¿s cover was removed, no intermittent condition was found top the power pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.